Manufacturer narrative:
As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that during a craniotomy surgical procedure, it was discovered that the drill bit device broke. It was reported that all the fragments were removed from the patient. There was a few minutes delay in surgery as a result of replacing the device. It was reported that there were no comorbidities with the patient. It was further reported that the patient was in a comatose state. There was patient involvement reported. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
During subsequent follow-up with the customer additional information was obtained. The reporter stated that all the fragments were removed from the patient and there was no artifact on the scanner. It was further reported that the coma of the patient was not related to the incident. It was reported that the surgeon did not want to transmit the surgery report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device history record review: a device history review was performed and no non-conformances were detected related to the reported condition. Device evaluation: the device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Quality engineering evaluated the device and the reported condition was confirmed. The external features of the cutter device were visually inspected, and it was observed that the tip of the cutter was broken. The cutter was examined and photographed using 28x magnification. Based on the photographs taken, the angle indicated that there was excessive force applied. It was determined that the root cause of the ¿cutters broke¿ was due to excessive lateral or side to side force. The assignable root cause was due to user error. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.